Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the lot sterilization records was conducted. This review did not identify any quality concerns and the lot met all release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. The patient developed oozing from the incision site. The surgeon washed out the wound on (B)(6) 2012 and (B)(6) 2012. Microbiologic studies showed no pathogenic bacteria. The surgeon opines that the suture did not properly absorb and this is what caused the infection.

Manufacturer narrative:
Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. The packages were very wrinkled as received. Testing was performed on all three. No leaks through the seals or the foil itself were detected. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. In addition, a review of the lot sterilization records was conducted. This review did not identify any quality concerns and the lot met all release criteria.